Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair on (B)(6) 2013 and mesh was implanted due to adhesions and the previous mesh getting bundled up. It was reported that the patient experienced abdominal pain. No additional information was provided.